Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch delica enhanced lancing device did not fully penetrate. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on the morning of (B)(6) 2015 (time not provided). The patient manages her diabetes with self-adjusting insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "hypoglycemia" at an unknown date/time after the alleged product issue began. The patient stated that she received hcp treatment of IV glucose in e.r. On (B)(6) 2015 at 2:30pm. The patient stated that her blood glucose was tested using an ER/hospital device on (B)(6) 2015 at 2:30pm and the result obtained was "29 mg/dl." At the time of troubleshooting, the csr noted that the correct lancets were being used (33g), there was no indication of product misuse, the subject meter was not being used for the first time and the alleged product issue was not resolved when the sample collection technique was reviewed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient stated that she received hcp treatment at ER for a severe low blood glucose excursion after the alleged product issue began.